Event description:
It was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/lot # unknown it was reported that the secondary drip was much faster and that the primary bag filled with fluid.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that as lvp 20d 2ss cv had a check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/lot # unknown. It was reported that the secondary drip was much faster and that the primary bag filled with fluid. D.1. Medical device brand name: as lvp 20d 2ss cv d.4. Medical device catalog #: 2420-0007. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k) #: k944320 . H.6. Investigation: 1 primary tubing and 1 secondary tubing were returned by the customer. It was reported that the secondary drip was much faster and that the primary bag filled with fluid. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. While the clamps were closed, the fluid levels of the bags were measured. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the clamps were closed and the fluid levels were measured, again. The bags appeared to have lost the same amount of fluid. No blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag. The failure was unable to be replicated. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ infusion bag had a check valve malfunction. The following information was provided by the initial reporter: material #: unknown batch/lot # unknown. It was reported that the secondary drip was much faster and that the primary bag filled with fluid.